Manufacturer narrative:
Based on the available information , this event is deemed a serious injury. It is reported that the ulcerated area was treated with hydrofiber, and will perform more frequent pouch changes with a coloplast product. An investigation was conducted on 12/04/2013. The complaint issue has been evaluated by site of MFR. Medical and regulatory statements have been reviewed. Discomfort complaint issues were investigated based on the following requirements: an assessment of the baseline complaint date; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint date feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Adverse event monitoring will continue to be performed. Skin related field feedback and/or complains will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected.

Event description:
Information reported as follows: customer stated that in may, she removed her wafer and saw an area of black tissue on right side of abdominal skin beneath the wafer. Two (2) days later, she removed the wafer and the 'black' was gone, but there was a painful open wound about 1 inch x 1/2 inch. It was reported that she was seen by a wound specialist who treated the area with a hydrofiber, and the wound has healed as a result. Lastly, it is reported that now the wound has re-opened while a coloplast product was in use/warn. It is also reported that product was in use since surgery in march.